Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the repeated error 26002 faults and replaced the universal surgical manipulator 2 (usm2) to resolve the issue. The new usm did not power on and fse decided to swap usm1 to usm2 armnet. Once this was done, the new usm was powered on, programmed, and tested. Following this, the system was tested again and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The reported failures (errors 26002, 31226, and 40084) were confirmed and replicated. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 26002, 31226, or 40084 on the clockspring but they were confirmed via error logs/system logs. The unit failed the fiber test on the clockspring. In addition, the fiber power readings were trending down. The unit went through more testing on a fixture test platform (pftp) and passed direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The clockspring assembly will be replaced as fix to the reported problem. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following system errors: 26002, 25730, 23098, 32114, 40084 and error 307, which possibly related to the issue the customer experienced. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1368. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: complaint investigation confirmed that the universal surgical manipulator 2 (usm2) was replaced to resolve the reported system error. A usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered recoverable error 26002. The technical support engineer (tse) reviewed live logs and error 26002 was confirmed along with other communication faults pointing to the universal surgical manipulator 2 (usm2) nodes. The usm2 was disabled, as only three-arms were needed for the case. The procedure was completed with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Follow-up was performed and patient-related information was obtained.

Event description:
Refer to h10/h11 for follow-up information.